Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the pacing system was implanted on (B)(6) 2018. Pacemaker pocket was created on the right chest as the left subclavian vein was been occluded and procedure was finished with no problem. On (B)(6) 2018 when the patient visited the hospital for outpatient treatment, the pacemaker was confirmed to be protruded from the pacemaker pocket. On (B)(6) 2018 an re-intervention was performed. During the procedure a temporary pacing lead was inserted in the body to conduct external pacing, and the pacemaker, the atrial lead and the ventricular lead were removed from the body. Tissues around the pacemaker pocket were cut and sent to a culture test. After closing the pacemaker pocket, the re-intervention was finished. The patient will have leadless pacemaker implantation procedure at another hospital in the future.

Event description:
Reportedly the pacing system was implanted on (B)(6) 2018. Pacemaker pocket was created on the right chest as the left subclavian vein was been occluded and procedure was finished with no problem. On (B)(6) 2018 when the patient visited the hospital for outpatient treatment, the pacemaker was confirmed to be protruded from the pacemaker pocket. On (B)(6) 2018 an re-intervention was performed. During the procedure a temporary pacing lead was inserted in the body to conduct external pacing, and the pacemaker, the atrial lead and the ventricular lead were removed from the body. Tissues around the pacemaker pocket were cut and sent to a culture test. After closing the pacemaker pocket, the re-intervention was finished. The patient will have leadless pacemaker implantation procedure at another hospital in the future.

Manufacturer narrative:
Traceability data fields were added. Please refer to the attached analysis report.